Manufacturer narrative:
An extended investigation was performed. The customer reported novopen scan failed when using the freestyle librelink application. Attempted to replicate the customer's complaint using similar configurations iphone 13 mini, ios 16.2, 2.10.1.7653 and the reported issue was unable to be replicated and the system and functioned as intended. There were no issues identified with the freestyle librelink application during replication that would have led to the reported issue. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving novopen related messages and ¿that the application is not working¿ when scanning the adc device with application (iphone, os 1651, version 2.10.1). The customer therefore was unable to obtain sensor readings and required unspecified third-party treatment. There was no report of death or permanent injury associated with this event

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving novopen related messages and ¿that the application is not working¿ when scanning the adc device with application (iphone, os 1651, version 2.10.1). The customer therefore was unable to obtain sensor readings and required unspecified third-party treatment. There was no report of death or permanent injury associated with this event.